Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that the customer's 5.5 healix advance knotless anchor cracked at the distill tip during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device has been received and evaluated. Visual observation revealed a crack on the distal tip of the anchor, confirming the complaint. Suture card and suture were both intact, and looked to be unused. The anchor was easily removed from the shaft with no difficulty. No anomalies were found that could have caused the reported failure. There were two cracks visible on the anchor both parallel to each other. The cracks ran vertically from the distal tip to the second thread of the anchor, indicating the anchor fractured during initial insertion in the bone hole. The possible root causes for the user to experience this type of failure could be off axis insertion, levering during insertion, using incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. This failure could be attributed to user technique. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).